Event description:
It was reported that during an unknown procedure, the stapler failed to close the clips with consequent bleeding. It is unknown how the procedure was completed. There was no patient consequence reported. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.